Manufacturer narrative:
On 7-oct-2021, the suspected medical device was returned for evaluation. On 14-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed a crease/fold on the anterior view. A tear (a) was noticed within the crease/fold, measuring approximately 0.7 cm. In addition, an area of missing material (b) was found on the same view, measuring approximately 0.5 cm x 0.5 cm. Microscopic examination was performed on the edges of the missing material (b), and parallel striations were found in an area of the tear (b), measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the missing material could not be identified. The evaluation determined that the cause of the rupture (a) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 630cc mentor smooth round high profile prosthesis and experienced left-sided deflation postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent removal and replacement with two 630cc mentor smooth round high profile prostheses (catalog #: 3503630, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021.